Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had experienced a high blood glucose level of 400 mg/dl. The customer did not mention how they treated their blood glucose. The customer had checked again and their blood glucose level was 109 mg/dl. The device will not be returned for analysis.